Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 17 mmol/l (306 mg/dl) while wearing the pod between 1 and 4 hours. The pink slide of the pod had moved forward into the viewing window, and the patient felt the cannula insert into the infusion site (unspecified) but, when the pod was removed, the cannula was not visible. This indicates a need mechanism failure where the cannula retracted back into the pod with the needle. In addition, it was reported that the patient had been using an unapproved insulin (fiasp) with the pod, which may have caused the pod to not function as intended.